Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead; implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds, low pacing impedance, and undersensing of p-waves. The lead was turned off. No patient complications have been reported as a result of this event.